Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the patient could smell insulin. As treatment, the patient activated a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. No problem was found. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. Fluid was observed to move above the plunger in the reservoir indicating an inadequate o-ring. Due to this internal leak, the rest of the fluid path could not be accurately tested for an external leak. This leak cannot be confirmed as the cause of the reported insulin leaking externally from the pod.